Event description:
It was reported by the rep that the (2) al326 were used during a laparoscopic cholecystectomy procedure. It was reported that the device fired once and the end broke off. On the second device, the clip would not lock. There was no pt consequence. 04/04/2000 add'l info received: a second clip applier was opened to complete the case.